Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and passed 100% inspection. There was no actual or representative complaint sample returned for evaluation, thus no physical assessment was conducted for this complaint and investigation was based on document review. Non-deflation could be occurred due to various reasons. However, on the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore , complaint is not confirmed.

Event description:
It was reported that it was difficult to remove the catheter; during the extraction of the balloon solution, which initially was filled with 10 ml and when the catheter is going to be removed, only 2-4 ml released. The catheter is installed in the operating room.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that it was difficult to remove the catheter; during the extraction of the balloon solution, which initially was filled with 10 ml and when the catheter is going to be removed, only 2-4 ml released. The catheter is installed in the operating room.